Event description:
The customer reported via the mhra, that while carrying a pt down the stairs on the stair chair, the tracks failed to work which caused the chair to slip and lose control. The customer reported that the pt was not harmed when this occurred. However, the user sustained an injury to her left groin and left wrist. The customer added that they checked the welfare of the user, who was required to take analgesic painkillers to relieve her symptoms, and the equipment was taken out of service immediately. There was reported pt involvement and adverse consequences.